Manufacturer narrative:
Product analysis conclusion; the reported suprarenal stent deformation was confirmed on the films provided; however, the cause of the event could not be determined. The exact moment of release of the suprarenal stents was not provided on the films for a detailed analysis. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have contributed to the events. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the external slider and back-end wheel in the open position. Slight kinks were observed along the graft cover. Deformation was visible to the spiral tubing immediately distal to the spindle and proximal to the stent stop. There was no damage observed to the spindle. The reported deformation in-vivo could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported suprarenal stent deformation was confirmed on the films provided; however, the cause of the event could not be determined. Procedural angiograms showing the deployment and removal of the delivery system were not provided for further analysis of the event. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have contributed to the events. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70mm diameter aaa. During the index procedure it was reported, the main body device was introduced through right side on lunderquist guidewire, correctly oriented and positioned at desired position, after opening the first 2 strut rows, the position was verified, the device was released until the contralateral limb was open, then suprarenal crown was deployed and then the deployment of ipsilateral side was performed. The delivery system was pushed forward and the crown-fixation mechanism was closed. It was then noted that bending of 2 suprarenal struts was identified, it appeared the movement of the delivery system caused more bending. A second wire was introduced from the contralateral side and by inflating reliant balloons it was managed to move the bent struts so they were able to close and the delivery system could then be removed. After this the ipsi-side iliac extension and contralateral limb were implanted. A second wire from the right side and a reliant balloon were able to move the strut to a normal position. Ballooning was also performed at points of overlapping and distal sealing zones. At final angio all suprarenal struts were positioned correctly, with adequate sealing. No additional clinical sequalae were reported and the patient is fine.